Event description:
It was reported that the health care professional (hcp) requested a review of recent anti-tachycardia pacing (atp) episode to determine if there was t-wave oversensing on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the episodes and noted intermittent t-wave oversensing that led to inappropriate atp therapy. Over the past month, 13 atp events occurred. Ts explained that reprogramming options are limited due to the low r-wave amplitude of 2 mv. No adverse patient effects were reported. This ICD remains in service.